Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open ileostomy takedown, after firing 3 reloads the surgeon needed another to finish closing the enterotomy, the stapler fired until it made contact with the tissue, then would not pass through. There were enough staples in the tissue that the surgeon just used scissors to cut through rather than try to staple through the same line again.